Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was not capturing, and further testing was requested for this patient. According to the field representative, the output was increased to maintain safety margin, but the patient has several other situations and outlook is not positive, so no revision was scheduled. The physician elected to keep an eye on it from latitude and increase the output. No adverse patient effects were reported.